Manufacturer narrative:
Philips has investigated this complaint. The customer was planning to do some system tests in the morning when it was identified that the system showed emergency button pressed error. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed the system would not boot up as the momentary stop button on the mcs (monitor ceiling suspension) was stuck in. Review of the log files showed emergency stop activated warning message. The fse also identified that the last emergency button was hidden on the monitor. The fse was unable to confirm on why the button was stuck. The fse with the help of the customer, unlocked the button to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the allura device would not boot as the momentary stop button on the mcs was stuck in. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips remote service engineer (rse) checked the device using remote software and instructed the customer to release the button . The device was returned to expected functionality.